Event description:
Home health registered nurse (B)(6) reported curlin pump giving upward inclusion error code during end of step 3 on pump program. Registered pharmacist walked through steps on how to clear this, however instead of resuming infusion registered nurse must have hit restart program. Program restarted at step 1 instead. Registered pharmacist walked registered nurse on reprograming curling pump starting at step 4, registered nurse will call back in after infusion is complete. Registered nurse then called back in with patient's mother stating they are still having issues with pump of upward inclusion error. Patient had 100ml of privigen infusion remaining, and registered nurse will infuse via gravity. Device serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: privigen - 25gm. Privigen indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulin mia. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes is device associated with event available for return? - unknown.